Event description:
It was reported that during a nephrectomy procedure the device jammed after they placed the reload in the device. The surgeon visually checked the staple line and identified the device cartridge had half of it expanded and the blade stopped halfway from the proximal end. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/18/2008. Eval summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired. The device was tested for functionality with a test cartridge and it fired completely and cut as intended, however a total seven staple legs on both sides of the staple line were not fully formed due to anvil misalignment, however the integrity of the staple line was not compromised and there is no potentially of a staple line breakage as the malformation was not concentrated on a specific section. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.